Event description:
It was reported on (B)(6) 2015 that the patient had a generator replacement that day. When the patient¿s new generator m104 was implanted the patient had two asystole events. The anesthesia resident confirmed that when the system diagnostics were performed, the patient had a strong coughing episode that was followed by an asystole for about 6 seconds. It was thought that this could be due to the intubation due to pressure so it was performed again when the patient was relatively awake and could communicate. It was noted that it happened again in the same way with coughing followed by asystole for about 6 seconds. The patient's device was allowed to remain off until the patient could set up a consult with cardiology and discuss with her neurologist. It was not known to be an issue with the patient prior to that day. Follow-up with the physician showed that he turned the patient's device on sometime after surgery and the patient tolerated without side effects. There was no sign of asystole. The settings were 0.25ma output current /30hz frequency /250us pulse width/30sec on/5 min off.

Manufacturer narrative:
.

Manufacturer narrative:
Additional manufacturer narrative and/or corrected data, initial medwatch report inadvertently omitted the UDI number for the reported device: corrected dated: UDI (B)(4).

Event description:
Operative notes dated (B)(6) 2015 state that the patient's 2 pin generator had reached end of life so surgery was scheduled. The patient's old 101 was explanted and a new model 104 was implanted. Once in the pocket the generator was turned on to check lead impedance and lead placement and then it was turned off. During this period there was a brief period of asystole noted by anesthesia. There was no change in her other vital signs. The decision was made to terminate the case. Then later in the operating room the generator was turned on again to check lead impedance and lead placement and again there was a sox second episode of asystole. This returned to normal sinus rhythm and the patient after a few minutes of observation was able to be transferred to the recovery room in stable condition.